Event description:
Pt was suffering rigth eye visual deterioration; a cataract was noted and eventually removed. Visual acuity did not improve prompting a CT scan. Following the CT scan, performed in 2005, the pt was diagnosed with a 12-14mm unruptured intracranial aneurysm from the superior aspect of the para-ophthalmic segment of the right internal carotid artery, with dome projecting superiorly and probably compressing the right optic nerve. The aneurysm appeared quite wide-necked. The pt commenced on plavix 450mg 2 days prior to coiling, then 75mg daily and aspirin 300mg daily. Fully heparanised throughout with target act of 300+. A 7fr sheath and a 6f guider soft tip were placed into the right femoral artery; an excelsior 1018 microcatheter with a transend .014" 300 es guidewire were placed into a large m2 branch. A neuroform2 microdelivery stent system deployed from the proximal middle cerebral artery to the carotid siphon of internal carotid artery. Followed by deployment of 16 coils. A dense uniform packing was achieved with only scant flow visible within some of the coil interstices; a 6f sts angio-seal placed. Pt awoke from anesthesia with no obvious deficits. On the 2nd day, post coiling procedure, unexplained high fever began; reaching 39 degrees. Full septic screen, including full blood cultures remained normal. Vancomycin and gentamycin were given empirically, but made no defference to spiking temperature. A fairly large right groin hematoma associated with the antiplatelet/ anticoagulant treatment, but not felt to be the cuase. No other nidus, if infection found. Finally antibiotics stopped and pt sent home, as remained quite well thorughout. On a 1 year follow-up both side effects had resolved. Pt now fully recovered.

Manufacturer narrative:
The subject device is not available for evaluation because it was implanted in the pt. A review of the device history record will be performed by the MFR and a supplemental report will be submitted at this time.